Event description:
It was reported that the physician caused the right ventricular lead to dislodge during an unrelated valve replacement. This resulted in a loss of capture on the lead. A temporary lead was placed to finish the procedure. The right ventricular lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.